Event description:
The carrier broke between the body of the carrier and the beginning of the second carrier port. The second extension placed in the carrier port was stuck subcutaneously. The hcp had to use a forceps to find the extension and bring it to the lead site. There was no pt injury associated with the event.

Manufacturer narrative:
(B)(4). The carriers have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.